Event description:
Affiliate reported that it was reported that the drain started to tear upon insertion. Additional information has been requested. Device will be forwarded on receipt.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The device has been returned for investigation; as a result the complaint has been re-opened. Note that only a lumbar connector with a small segment of catheter (.300 in length) attached to the connector with suture was returned for evaluation. As received it was verified that there was a pin hole in the catheter, located at the end of the connector, causing the leakage (tear) as reported by the customer. The cause(s) of the damage could not be fully determined; however, it appears that the catheter was inadvertently damaged by the customer during use. A lot history records review for the device was conducted and it confirmed that the device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. The lot number initially provided, does not appear to be valid. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.